Event description:
It was reported the subject device experienced a scope communication error (b30) error code issue. The issue occurred during sedation - device inside patient for diagnostic esophagogastroduodenoscopy (egd). The procedure was completed with the same device but there was a less than 30 minute delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.